Event description:
It was reported that the patient passed away on (B)(6) 2022 due to heart failure and multisystem organ failure following complications from their pump exchange. Related manufacturer reference number: 2916596-2022-12623 & 2916596-2022-12625.

Manufacturer narrative:
This was previously reported under MFR # 2916596-2022-12319 but further information revealed that the patient was on (B)(4) at the time of their death, not (B)(4). (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Correction g2: report source is "other" and "company representative." The patient's death and complications leading up to death were originally reported under manufacturer's report number 2916596-2022-12319 under the incorrect pump (B)(6). The death will be reported under manufacturer's report number 2916596-2022-13495 under the correct pump (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number: (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.